Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1907264. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-29. Medical device lot #: 1905246. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-05-06.

Event description:
It was reported that an unspecified number of syringe 20ml ll 120/pkg experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: in some syringes white particles for lot number 1907264 / 1905246 are found in the sterile individual packaging.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 8/4/2020. Investigation: three samples were returned to our quality team for investigation. Through visual inspection, fibers can be seen in the product. Using magnification, the fibers were identified to be particles of polypropylene. A device history review was performed for reported lots 1905246 and 1907264, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Machines routinely undergo proper maintenance and cleaning according to procedure. While we could not identify a direct issue, it is likely the particles generated during the molding process or movement of the product within the manufacturing equipment. Quality project#1690 has been initiated to reduce foreign matter within our product. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 20ml ll 120/pkg experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: in some syringes white particles for lot number 1907264 / 1905246 are found in the sterile individual packaging.

Event description:
It was reported that an unspecified number of syringe 20ml ll 120/pkg experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: in some syringes white particles for lot number 1907264 / 1905246 are found in the sterile individual packaging.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lots 1905246 and 1907264, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failures. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.